Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "(B)(4) simplex with tobramycin - 10 pack was rec'd and was damaged. It appears that 2 of the 10 vials were broken inside the packs and somehow leaked through causing damage to a total of 3 of the 10 in the box. Hospital will destroy on site."